Event description:
The reporter stated that during foot surgery, the doctor was placing a screw when the distal tip broke off. The surgeon removed the broken parts of the screw and screws were removed from the bone and surgical site. Two further screws were implanted and left in place. The surgeon reported that the head of one of the implanted screws may have been broken, but it was left in place. There was a good outcome for the pt. The broken device is not available for eval as it was discarded at by the user.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.